Manufacturer narrative:
No sample was returned for evaluation. The manufacturing device history records (DHR) were reviewed and found that production lot # wbykfd36 was manufactured to specification in november 2014 with no anomalies found. The lot qty. Was 4,800 units. To date there have been no other complaints reported for this production lot. As reported this was the surgeons first use of avitene. It is possible that the was sufficient bleeding presenting at the time of application that would require the application of pressure on the site or additional electrocautery to establish hemostasis, and that the problem that presented may not have been due to a problem with the product that was provided for use. Per the instructions-for-use supplied with the device states, "when possible, surfaces to be treated should be compressed with dry sponges immediately prior to application of the dry avitene¿. It is then advantageous to apply pressure over the avitene¿ with a dry sponge for a period of time which varies with the force and severity of bleeding." At this time the cause of the reported problem cannot be confirmed and no definitive conclusions can be made. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
Contact reported, that a doctor used avitene flour as a topical hemostatic agent to stop bleeding in brain tumor surgery procedure. It was reported that the avitene did not stop the bleeding after application and appeared like a gelatin floating instead of sticking to the target lesion. As reported a problem of this nature would not go undetected by the surgeon. The surgeon then used surgicel hemostatic agent and a sponge (pressure) to stop the bleeding at the site. The contact confirmed that this was the surgeons very first use of avitene. The product was reported to have been stored at room temperature as is normal. Contact report the doctor found no issue with the appearance or consistency of the avitene flour before application, and stated that he had used enough avitene to cover the site. As reported the problem experienced resulted in an inconsequential prolongation of the procedure to establish hemostasis. There was no patient injury as a result of this event.